Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the needles in this box loosen very quickly and break which forces the surgeon and his operative assistant to take many more threads than usual. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional event information received from the customer: we have about one thread out of two tha got loosened. Again this afternoon and this morning ( ( (B)(6)) ) when we do the overjets, after 2 or 3 passage the needle had dropped. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the needle break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify how many devices demonstrated the alleged deficiency on each involved patient event? If possible please confirm how many needles break and how many detached please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the operation lasts slightly longer because extra sutures need to be opened and handled in the same set, which increases the risk of pulling off again. It also results in more knots in the scar, since the repair is continued at the point where the suture broke. Additional information: h6.